Event description:
Received a report that pt underwent total hip arthroplasty in 2006. Revision surgery was performed in 2009, due to dislocation of the shell. During revision, visual inspection indicated part of the shell porous coating was still attached to the pt's acetabular bone. No other complications have been reported.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No user facility info is available. Current info is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. Evaluation is in process, but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA. This report was filed on september 10, 2009.